Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/25/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the tissue expander. During evaluation of the device it was observed that there was damage at the suture tab. Microscopic examination of the tear was performed and no evidence of instrument damage was observed. No additional anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of tissue expanders include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Tissue expanders are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast reconstruction with a 750cc artoura breast tissue expander experienced right sided deflation with no other issues post procedure. The deflation was diagnosed by a physical examination. As a result, device replacement with another 750cc artoura breast tissue expander was performed on (B)(6) 2019.